Event description:
It was reported that, during aortic arch replacement, surgery, blood jets were evidenced at the sewn seams of the grafts. Bleeding was stopped by using polyester felt. It was also reported that the surgery was prolonged by 4 hours. Pt was reported to be still in ICU.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted in the pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of products coated on the same day than the complaint device, indicated values well within product specifications. One product coated the same period, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.